Manufacturer narrative:
Additional FDA product codes include: dqo- catheter, intravascular, diagnostic. Dqe- catheter, oximeter, fiberoptic. Kra- catheter, continuous flush. No product will be returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during cardiomems implant procedure the cardiomems sensor was implanted into the target vessel, but while attempting to enter the right pulmonary artery with the pulmonary artery catheter to calibrate, the sensor was dislocated and became stuck to the pulmonary artery catheter. Attempts to release the sensor using a second catheter were unsuccessful. Ultimately the sensor was removed using a snare and the procedure was aborted. There were no adverse consequences reported. The pulmonary artery catheter used was an edwards swan-ganz ccombov.

Manufacturer narrative:
Additional information for the reported event is being provided. The complaint notification was received by abbott and no hospital information was provided. The instructions for use (IFU) procedure steps for the cardiomems implant were received by advanced patient monitoring (apm, formerly edwards critical care) from abbott in order to investigate the use of the swan ganz catheter in the procedure. The cardiomems IFU instructs the user to position the catheter 5- 10 cm distal of the implanted sensor. Since the sensor was dislodged by the catheter, we have surmised that the cardiomems IFU instructions were not followed. The edwards IFU for the swan ganz catheter states, invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The following items should be immediately available if complications arise during catheter insertion: antiarrhythmic drugs, defibrillator, respiratory assist equipment, and a means for temporary pacing. There was no allegation or indication a device malfunction contributed to this adverse event.